Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis found that there were broken connector pins on the cable assay. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) had a damaged connector pin. The pt confirmed that they had no falls or trauma and they were in pain. The pt stated that the connector pin broke 4 weeks ago in ((B)(6) 2018) and couldn't charge the recharger. Pt stated that he stopped feeling stimulation and being able to recharge his implant 2 weeks ago ((B)(6) 2018) and stated that was because the insr screen was blank. Pt mentioned that he almost had to go to the ER because of the pain. The pt stated that he had always had pain. The pt clarified that the reason for this pain was because he stopped feeling stimulation 2 weeks ago ((B)(6) 2018) as he could not charge his implant, because he could not charge his recharger. The patient was transferred to repair and the dtc was replaced. No further complications were reported.